Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported implantable neurostimulator (ins). The reason for call was caller stated that patient doesn't know if the ins is still working. Caller stated that patient fell on the ins and they are not sure if that caused it to stop working or if it is because they have had it over 5 years and were told that's how long it would last. The caller stated that when the patient fell, they had "lost some nerve issues".". Caller stated the patient can drink 8 sodas and not have to go to the bathroom. Troubleshooting was not required.